Event description:
It was reported that the patient experienced ineffective therapy following multiple falls. Diagnostics revealed high impedances on the s1 lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein a right s2 lead and a left s1 lead was implanted to address the issue. While removing the s1 lead it fractured and a portion remains implanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.